Event description:
During preventive maintenance, a ge healthcare field engineer performed a battery capacity test on this ventilator device. The batteries only lasted 5 minutes. This is a reportable malfunction. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare field engineer confirmed the reported issue. The batteries were replaced to resolve the reported issue.